Event description:
Reportedly, when a pt was moved to the ambulance, the monitor associated with the device inappropriately displayed the pt ECG as a flatline trace through paddles lead. Proper display of pt ECG could not be re-established after various unspecified correction action were taken.